Event description:
It was reported that during a coronary stent procedure, difficulty tracking over the guide wire was encountered. The physician was unable to advance the delivery/stent device into the artery and attempted to retract, however, the delivery/stent device was unable to be retracted into the guide catheter. The entire system was removed. Upon removal, strut damage was noted. No patient injuries or complications were reported.